Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer's blood glucose was 220 mg/dl. It was also reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was re-loaded to address the issue and insulin delivery was resumed.